Manufacturer narrative:
(B)(4) is related to (B)(4) for the problem of carrier detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5066787.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, the carrier detached and was not able to retrieved. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.